Manufacturer narrative:
Additional, changed, and/or corrected data: d6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: broken shell with sharp edge where is localized stresses induced in posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks, stress marks, and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.